Manufacturer narrative:
Manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and two months post deployment, thrombectomy was successfully performed and angiojet was performed in the area of persistent occlusion in the left common femoral vein, left distal femora vein, common iliac and external iliac veins. Around seven months later, filter retrieval was performed. The right internal jugular vein was accessed. Using a cook retrieval kit, the apical hook of the filter was engaged. The filter was controlled with snare and then filter was removed. Therefore, the investigation is inconclusive for occlusion of the inferior vena cava and thrombus above the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and may-thurner syndrome. At some time post filter deployment, it was alleged that the filter occluded. The device was removed percutaneously. The patient reportedly experienced thrombus above the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, the patient admitted for filter removal. Then the filter was retrieved using the cook retrievable kit. There was no specific device deficiency identified within the medical records. Therefore, the investigation is inconclusive for the filter occlusion and thrombus above the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and may-thurner syndrome. At some time post filter deployment, it was alleged that the filter occluded. The device was removed percutaneously. The patient reportedly experienced thrombus above filter; however, the current status of the patient is unknown.